Event description:
Doctor reported that an ilpc442u abutment placed (B)(6) 2017 was confirmed during follow up appointment, (B)(6) 2018 to have fractured.

Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. Visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region is confirmed to be fractured. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint indicates the one-piece abutment was damaged at the hex head. The alleged event was confirmed during inspection. A root cause for the reported event could not be determined. The following sections were updated: date of this report, expiration date, (B)(4), date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date, evaluation codes.